Manufacturer narrative:
An event of stuck guidewire in the delivery system was reported. The device was returned to abbott for analysis, and the investigation confirmed that there was a guidewire stuck in the delivery system. The valve capsule contained slight bent damage, and microscopic examination of the inner shaft revealed twisted tubing, which are consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received the cause of the reported event could not conclusively be determined. However, manufacturing engineering reviewed the reported details and deemed the reported event of the stuck guidewire was related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on 18 november 2024, a navitor valve was implanted utilizing a large flexnav delivery system. After successful implantation of the valve, delivery system was attempted to be removed from the patient, and the flexnav became stuck onto the safari guidewire. The flexnav was able to be removed from the anatomy with the guidewire inside, and then the guidewire was cut to detach the system. There was no patient consequences or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a navitor valve was implanted utilizing a large flexnav delivery system. After successful implantation of the valve, delivery system was attempted to be removed from the patient, and the flexnav became stuck onto the safari guidewire. The flexnav was able to be removed from the anatomy with the guidewire inside, and then the guidewire was cut to detach the system. There was no patient consequences or clinically significant delay.